Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the operating staff stated that the scope flipped the image two times without input from the user. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and did not find any related issues in the logs. Prior to calling in, the customer had reseated the scope which worked for a little bit, but then the camera flipped again. The tse asked if a second scope was available to use, and the customer stated yes. The surgeon then got on the phone saying a message popped up saying the scope was at its rotational limit. The tse explained to resolve that message, remove the scope and rotate it opposite of the hard stop to center the shaft. The surgeon said it only had about 45 degrees of movement in any direction. The tse advised it could possibly be a scope issue and to tag the scope, clean it and then dry test the scope. If the issue remains, then return the scope to isi. The customer was continuing with the case with the second scope since the surgeon confirmed that the image looked good. There was no reported injury. Isi made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the scope flipped the image two times without input from the user, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the 30-degree endoscope, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The probable root cause of the endoscope flipped image cannot be determined based on the information provided due to failure analysis has not completed their investigation on the 30-degree endoscope. A review of the logs of the 30-degree endoscope (part # 470057-08 / serial #(B)(4) associated with this event has been performed. Per the logs, the instrument was used on (B)(6) 2022 on system sk0093 for a bilateral inguinal hernia procedure. The alleged event occurred on the 70th use of the instrument. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This complaint is being reported due to the following conclusion: it was alleged that the 30-degree endoscope flipped the image two times without input from the user. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Based on the claim against the product by the customer noting the scope flipped the image two times without input from the user, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope instrument was analyzed and the complaint regarding the scope flipped the image two times without input from the user was not confirmed by failure analysis. Per the customer reported problem: lens inverts image without initiating was not confirmed / not replicated. The endoscope had scope bearing or friction issue. Fa found artifact in right eye. Cable damage and housing damage was found. Desiccant container damage was found. There were no errors found in the logs.

Event description:
Refer to h10/h11 for follow-up information.